Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter basket was to be used in the duodenal papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, it was found that the handle was detached. The basket was pulled out of the patient and another trapezoid rx basket was used to complete the procedure. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: medical device problem code a0501 captures the reportable event of handle detached. Block h10: the returned trapezoid rx basket was analyzed, and a visual evaluation noted that the thumb ring was detached from the handle and was not returned. The handle cannula was properly attached to the handle. The handle and thumb ring showed coincident marks that indicate proper assembly during manufacturing process. The handle had whitened marks in some locations indicating that tension forces were applied to the device. A functional evaluation was performed by pushing the finger ring forward to expose the basket and it was noted that the basket was not detached, it was properly attached to the device. The reported event was not confirmed. Based on all available information, it is most likely that procedural factors encountered during procedure could have affected the device's performance and integrity. During analysis, the handle and thumb ring showed coincident marks that indicate proper assembly during manufacturing process. The handle had marks where the thumb ring was located, indicating likely a lot of force was applied to the device. During use of the device, the thumb ring could have received tensile and/or compressive force(s) applied parallel to the length of the device; detachment of the thumb ring from the handle assembly can occur when force is applied perpendicular to the thumb ring/handle assembly, forcing the thumb ring out of the handle assembly. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter basket was to be used in the duodenal papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, it was found that the handle was detached. The basket was pulled out of the patient and another trapezoid rx basket was used to complete the procedure. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.